Event description:
It was reported that the customer experienced a cartridge change error with their pump, which was still under warranty. There was no adverse impact to the customer¿s blood glucose level. The customer was advised on several inspection and cleaning steps, but the error persisted even after attempting to load a new cartridge correctly. Technical support decided to replace the pump and sent goodwill cartridges, instructing the customer to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer understood how to return the malfunctioning pump and acknowledged the instructions provided.